Event description:
Consumer reported an event with band aid hydroseal bandages. Consumer applied regular band-aid hydroseal bandages on a cut on the finger and the wound started to smell strange, so consumer removed the product and adhesive was stuck to the wound and it did not come off. Consumer replaced the reported product with unspecified large band-aid hydroseal bandages and the wound started to smell strange. Consumer went to the hospital on (B)(6) 2024 and the adhesive was removed with tweezers. Consumer was told at the hospital that there would be no problem if consumer put regular band-aid hydroseal bandages and unspecified large band-aid hydroseal bandages. The consumer brought these new bandages to the hospital and they were applied to the wound. There is no additional information with regards to outcome for this consumer. This medwatch is for unspecified large band-aid hydroseal bandage, lot number is unknown. Two med watches (2214133-2024-00035) are being submitted as consumer reported use of two different boxes with two different sizes of band-aids with the same event description. See medwatch 2214133-2024-00035. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A1, a2, a3, a4, a5: patient identifier, patient¿s age, gender, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (band aid brand kizu power pad large unspecified ap notapplicable bakpplunspecapa bakpplunspecapa, lot/ctrl # n/a). Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). UDI is not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical code: e040203 refers to, consumer alleged wound started to smell strange. Health effect clinical code: e2402 refers to "intentional misuse/off-label use" of the product. This medwatch is for unspecified large band-aid hydroseal bandage, lot number is unknown. Two med watches (2214133-2024-00035) are being submitted as consumer reported use of two different boxes with two different sizes of band-aids with the same event description. See medwatch 2214133-2024-00035. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.